Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Attempts to reach the customer to review their device cleaning practices have been unsuccessful, however an email was sent to the customer providing them the iui cleaning information.

Event description:
The customer reported that a channel disconnect alarm occurred in the micu during a vasopressor infusion, resulting in a drop in the patient's blood pressure. The customer has noticed that some device have green contamination on the iui connectors. Although requested, no additional patient or event details were provided by the customer.